Event description:
As stated "received a voicemail from patient stating that she has a broken xia screw in l5." Initial surgery was on (B)(6), 2008, l4-5 fusion surgery. Patient stated "3 months post-op there was no healing "and" 7 months post-op x-rays showed broken screw in l5".

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.